Event description:
Patient presented to the emergency department with urethral bleeding and urinary retention. Foley cather inserted. Urologist requested 3 way foley inserted for closed bladder irrigation. Oringinal foley removed. Patient taken to or for cystoscopy because of bleeding. A piece of latex from original catheter where balloon had ruptured removed from the bladder during the cystocopy.